Event description:
Caller reported a malfunction on the pump, displaying malfunction code "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer was instructed to call back if any malfunction code recurred, which the caller acknowledged and understood.